Event description:
It was reported that an angiogram performed 3 months post enterprise (enc452212/10151080) placement showed in stent stenosis.

Manufacturer narrative:
The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
It was reported that an angiogram performed 3 months post enterprise (enc452212/10151080) placement showed in stent stenosis. (B)(4) stenosis of the stented segment is a known potential adverse event associated with the use of the enterprise vrd as outlined in the instructions for use. Underlying patient and procedural factors may play a role; however, based on the available information, no conclusion can be made regarding possible contributing factors. There is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken.